Event description:
It was reported that the pump touch screen was cracked and partially unresponsive. Customer¿s blood glucose was 170 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.